Event description:
It was reported that at routine follow up, lead impedance had increased to over 2000 ohms and capture threshold increased. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.